Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 wherein the ipg was revised to address the issue. No product was explanted. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.